Event description:
It was reported that the pt required fluid resuscitation after a loss of blood and fluid through a vented cap on the side port of the stopcock. This vented cap is packaged on the proximal female port of the stopcock and is not assembled to the sideport. It is unclear why the vented cap was attached to the sideport during use. It is speculated that sometime during product use, the vented and non-vented caps on the device were reversed. There were no further complications.